Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had a failed battery alarm and did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was unknown. The customer stated that failed battery alarm during the normal use. Troubleshoot was performed and battery was removed and cleaned. The customer stated that they had again failed battery. The customer was advised to insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Product does not meet the specification. Insulin pump was received with blank display due to power connector not plugged in properly. Unable to verify failed battery test alarm or power loss alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.